Event description:
On (B)(6) 2014, a prosthesis device was implanted into the c5-6 disc space inferior to another motion preservation implant in c4-5. At approximately 3 months post-op, the inferior plate of the prosthesis device reported migrated anteriorly. Revision surgery is planned, but has not yet occurred. Patient's activity level and compliance with post-surgical instruction are unknown.

Manufacturer narrative:
Nuvasive reference (B)(4). Revision surgery has not occurred to date; the device has not been returned and evaluation is incomplete at this time. Radiographs have not been made available to assess the reported event. No root cause has been identified. It is unknown if endplate preparation, placement or the patient's activity level contributed to the migration of the device. Labeling review: "risks associated with implants in the spine, including the pcm cervical disc device, are: early or late loosening of the components; disassembly; bending or breakage of any or all of the components; implant migration; malpositioning of the implant; loss of purchase; sizing issues with components; anatomical or technical difficulties..."